Manufacturer narrative:
The reported setscrew anomaly was confirmed in the laboratory. The set screw hex cavity was noted to be stripped and damaged, preventing the connector block from properly securing the test lead.

Event description:
It was reported that during device replacement due to normal eri, the wrench would not engage the svc setscrew. The svc portion of the lead was cut and capped and the device was removed.

Manufacturer narrative:
(B)(4).